Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose ranged from 192-193 mg/dl. Customer declined to further troubleshoot with tandem technical support and continued to use the pump for insulin therapy.